Event description:
It was reported that during maintenance, the intra-aortic balloon pump (iabp)failed the aall-manifold tests on the last part. The device had a bit of a problem with auto-filling. It would fail an autofill, but by running the autofill straight away again without changing anything it would pass and then the device would continue to pump without a problem. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, e1, g3, g6, h2, h3, h4, h6, h10. In order to resolve the issue, the customer engineer replaced the faulty safety disk. The unit is in good working condition. Repairs were done by the hospital engineers. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the intra-aortic balloon pump (iabp)failed the aall-manifold tests on the last part. The device had a bit of a problem with auto-filling. It would fail an autofill, but by running the autofill straight away again without changing anything it would pass and then the device would continue to pump without a problem.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).